Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an occlusion error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that tpn was programmed to infuse at 8ml/hr however the pump alarmed for occlusion when not connected to patient and when connected to the patient's peripheral line. There was no harm.